Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain /pain') in a 30-year-old female patient who had essure (batch no. 857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nausea. Concurrent conditions included irritable bowel syndrome, tenderness, folliculitis, hyperlipidemia, heartburn, hot flashes, dizziness, sinus pressure, vertigo, perineal pain, dry skin, overweight, endometrial biopsy and abdominal bloating. Concomitant products included omeprazole from (B)(6) 2018 to (B)(6) 2019 for nausea as well as amitriptyline from (B)(6) 2017 to (B)(6) 2019, ethinylestradiol;norethisterone acetate (microgestin) (B)(6) 2017 to (B)(6) 2017 and fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"), 4 years 6 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches,"). In (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts"), rash ("rashes or skin conditions type: rashes on stomach and lower back") and fatigue ("fatigue,"). In (B)(6) 2018, the patient experienced nausea ("nausea,"). The patient was treated with diphenhydramine and surgery (procedures: unilateral salpingectomy - right side, salpingectomy (one side removal of fallopian tube). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, ovarian cyst, mood swings, menorrhagia, vaginal haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure removal date- (B)(6) 2019 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Lot number:857593 manufacturing date: 2011/05 expiration date: 2014/05. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain /pain') in a 30-year-old female patient who had essure (batch no. 857593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nausea. Concurrent conditions included irritable bowel syndrome, tenderness, folliculitis, hyperlipidemia, heartburn, hot flashes, dizziness, sinus pressure, vertigo, perineal pain, dry skin, overweight, endometrial biopsy and abdominal bloating. Concomitant products included omeprazole from (B)(6) 2018 to (B)(6) 2019 for nausea as well as amitriptyline from (B)(6) 2017 to (B)(6) 2019, ethinylestradiol;norethisterone acetate (microgestin) (B)(6) 2017 to (B)(6) 2017 and fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"), 4 years 6 months after insertion of essure. In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches,"). In (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts"), rash ("rashes or skin conditions type: rashes on stomach and lower back") and fatigue ("fatigue,"). In (B)(6) 2018, the patient experienced nausea ("nausea,"). The patient was treated with diphenhydramine and surgery (procedures: unilateral salpingectomy - right side, salpingectomy (one side removal of fallopian tube). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, ovarian cyst, mood swings, menorrhagia, vaginal haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure removal date- (B)(6) 2019 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Most recent follow-up information incorporated above includes: on 20-jul-2020: medical record received- lot number and reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain /pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included nausea. Concurrent conditions included irritable bowel syndrome, tenderness, folliculitis, hyperlipidemia, heartburn, hot flashes, dizziness, sinus pressure, vertigo, perineal pain, dry skin, overweight, endometrial biopsy and abdominal bloating. Concomitant products included omeprazole from (B)(6) 2018 to (B)(6) 2019 for nausea as well as amitriptyline from (B)(6) 2017 to (B)(6) 2019, ethinylestradiol; norethisterone acetate (microgestin) (B)(6) 2017 to (B)(6) 2017 and fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2017. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches,"). In (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts"), rash ("rashes or skin conditions type: rashes on stomach and lower back") and fatigue ("fatigue,"). In (B)(6) 2018, the patient experienced nausea ("nausea,"). The patient was treated with diphenhydramine and surgery (procedures: unilateral salpingectomy - right side, salpingectomy (one side removal of fallopian tube). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, ovarian cyst, mood swings, menorrhagia, vaginal haemorrhage, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: plaintiff fact sheet and medical records received. Device category changed from device other event to incident. Event abdominal pain lower make serious incident. Reporter information, concomitant drug, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.